Event description:
A non-health care professional reported following the intraocular lens implantation (iol) it was noticed that the 80% of the haptic was bisected. The patient had experienced glare and halos. Hence the lens was explanted in a secondary procedure and was replaced with another lens. Additional information has been received stating the optic was 80-90% bisected (clean) at the optic/haptic junction. The patient symptoms have resolved and the prognosis was excellent. The patient was not hospitalized for the event.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).